Event description:
It was reported when using the bd nano¿ 2nd gen pen needle, the device experienced cannula breaks off (patient or non patient end) or pulls out. The following information was provided by the initial reporter. The customer stated:   it was reported by the consumer the needles bend at the patient end during the injection and sometimes the needle breaks off during the injection.   Consumer also mentioned that sometimes the needles break off in the injection site. He stated that he removes the needle with tweezers.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd nano¿ 2nd gen pen needle, the device experienced cannula breaks off (patient or non patient end) or pulls out. The following information was provided by the initial reporter. The customer stated:   it was reported by the consumer the needles bend at the patient end during the injection and sometimes the needle breaks off during the injection.   Consumer also mentioned that sometimes the needles break off in the injection site. He stated that he removes the needle with tweezers.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-31. Investigation summary: customer returned (2) open 4mm, 32g pen needles without the tear drop label. Customer states that sometimes the needle breaks off during the injection. Both returned pen needles were examined and both exhibited a bent patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure. Root cause is user related as the patient end of the cannula was bent during use of the product by the customer. H3 other text : see h10.